Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2024, a 22mm amplatzer septal occluder was sceleted for an implant using a non- abbott device. During the procedure, while deploying the device, both the left atrial disc and the right atrial disc formed cobra shape or similar deformities. The physician had to withdraw the device after trying a few times. Later upsized with a 24mm amplatzer septal occluder. However the device was unstable and formed a cobra shape at the left atrial side. Retired few times even with downsizing the sheath. The physician had to removed the device from the patient prior to released from the delivery cable and implant a non-abbott device. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The patient is stable,

Manufacturer narrative:
An event of device deformity did not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Reportedly, it was indicated that there was no anatomical interference, and a 10f and 9f mullin's delivery sheath was used. Based on the information reviewed and returned device analysis, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.